Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, imprint of patch logo on opposite side of the shell consistent with folded device, total delamination of valve and wear abrasion. Leak test and microscopic analysis was performed which identified, total delamination of valve and one opening crack. Based on the device analysis, the final assessment is: total delamination of valve assessed, as cohesive failure. One opening crack assessed, as cracked valve seat diaphragm valve.

Event description:
Device has been explanted.